Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the bur tip came off during a transnasal endoscopic pituitary surgery. The patient was alive with no injury.

Manufacturer narrative:
Analysis found that visually, the cutting bur tip was missing from the device which would have resulted in the reported event. The bur tip was not returned. The location and configuration of the break was not visible therefore destructive disassembly was performed for additional analysis. Note - the flange bearing on the tang and the shaft next to the tang were damaged during the destructive disassembly and not due to the event. It was determined that the inner shaft broke 4.88¿ from the bur tang which corresponds to an area approximately ½¿ from the distal end of the outer tube. The portion that detached would have measured approximately 5/8¿ long. The configuration of the break showed circular patterns which indicates torsional stress. The high points of the break were worn down which is an indication the breakage occurred during use / rotation. If information is provided in the future, a supplemental report will be issued.